Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was no longer seen. However, the device was returned to zoll medical corporation and was put through extensive testing including full functionality testing (electrical safety testing, shock testing and on/off current testing) without duplicating the report. The device was returned to zoll medical corporation for evaluation; however, the device was returned to zoll medical corporation and was put through extensive testing including multiple defib cycles without duplicating the report. An internal inspection resulted in no findings. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during testing. However, the device was put through extensive testing without duplicating the report. Replacement parts were sent as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.